Event description:
Left hip revision due to mechanical problems. No specific device failure was mentioned by surgeon intraoperatively. Shell remained implanted.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 4845-4-203; abgii modular stem; lot code: g2977583; cat. No.: 4845-4-411; abgii modular short neck; lot code: g3005814; cat. No.: 6260-5-132; 32mm std v40 taper vit head; lot code: 33598502; cat. No.: 2030-6516-1; 6.5 cancellous bone screw 16mm; lot code: mjm4e2; cat. No.: 2030-6530-1; 6.5 cancellous bone screw 30mm; lot code: mjpetj. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Given to patient's attorney.